Manufacturer narrative:
(B)(6). A review of the manufacturing documentation associated with lot f1725101 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the shuttle of a mynxgrip vascular closure device (vcd), was unable to be advanced through the sheath. The device and sheath were removed. The vcd was being used in conjunction with a 7f procedural sheath introducer for femoral arterial closure following a coronary procedure. The user did not shuttle down completely. Manual pressure for 30 minutes or less was applied to the femoral access site. The patient's hospitalization was not extended. The vcd will be returned for analysis.

Manufacturer narrative:
Please note that this report is a duplicate of MDR # 3004939290-2017-00449.